Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary: the product was not returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. Visual analysis of the returned photos revealed that the cannulated connecting screw, p/n: 03.037.010, was broken. The provided evidence shows the ball tip of the screwdriver remains inside the connecting screw. No other problem identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cannulated connecting screw, p/n: 03.037.010 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, last night we were doing a tfna surgery and the tfna would not disengage from the connecting screw once the procedure was finished. The surgeon actually broke the 8mm ball hex when trying to disengage the nail from the radiolucent jig. We had a backup. There was a delay in surgery, that lasted about 20 minutes. We had backups, so the surgery was completed successfully. Patient is doing fine. The blue t handle (03.010.517) broke off at the tip while trying to take the jig (03.037.012) off of the nail. The bolt (03.037.010) that holds the nail to the jig was cross threaded in such a way, that we could not get the nail off of the jig. After the case was over, multiple attempts were tried to take the nail off of the jig and we were never able to get it separated. No further information is available. This report involves one complete concomitant device reported: unk - nails: tfna (part# unknown; lot# unknown; quantity: 1). This report involves cannulated connecting screw. This is report 5 of 5 (B)(4).